Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted error code messages. Functional tests use testing. A battery was inserted in the pump and the pump was run with the customer's returned programming. The pump was unable to duplicate the error code alarm message during the investigation. Further inspection found the pump to have fluid ingression. The motor and the main processor unit board were replaced. Based on the evidence, the complaint was confirmed through the error log. The root cause may have been due to fluid ingression.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code and alarms. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
It is unknown if the reported product fault occurred while in use with a patient.